Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failures. A field service engineer checked with customer and found no issue on the station. The system functioned as intended after the customer inventoried the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers had failure, preventing user from removing the required medication dotarem and causing 5 minutes delays. There were no adverse events or injuries reported based on this event.